Manufacturer narrative:
For 1 event, the hospital biomedical engineer troubleshot this reported event with ge healthcare technical support. The customer declined service.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1012-9620-000 anesthesia gas machine unit was not holding pressure in bag mode preventing manual ventilation. The report was received from a single source. The reported event did not involve a patient.